Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an assembled signia adapter and reload. The reload was partially fired. Malformed staples were visible in the jaws of the reload. There was noticeable gapping at the connection between the signia adapter and reload. It was reported that the connection between the adapter and reload had been pushed forward slightly. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that during firing, the device articulated unintentionally, returning to a straight position. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: egia45amt, egia45amt egia 45 artic med thick sulu (lot#p4j0984); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot left lobectomy, in the resection of pulmonary parenchyma, the stapler was inserted through the intercostal porthole via the mini-mini wrap disc. During the approach, the connection between the purple reload and the adapter was in the intercostal space, causing pressure. A "crack" sound was heard, and the stapler was removed. The gray reload was reinserted to first treat the blood vessels, and the blood vessels were treated as normal without any problems. Then, a device from another manufacturer was used to treat the remaining parenchymal tissue. The powered stapler with the same purple reload was then reinserted, and an open or close test showed no problems. There were also no external problems. During firing, the device articulated unintentionally, returning to a straight position. When the reload was returned, the connection between the adapter and reload had been pushed forward slightly. Visually, the staple line of the reload was centrally incomplete. The resection of approximately one centimeter that was left uncut was still done.